Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The following information is provided based on medical records provided to medtronic. Medtronic has not independently verified the accuracy of any statements found in the records. Additional information received from medical records where it was reported a wound culture was taken from the skin ulcer in the right buttock in (B)(6) 2013 and the final lab report showed a large number of staphylococcus aureus. Medical records reported that the onset of the staph aureus infection in the right buttock was about (B)(6) 2013. On (B)(6) 2013, multiple diagnostics were performed as part of pre-operative checks, including an electrocardiogram, chest x-rays, complete blood count, and comprehensive metabolic panel. The chest x-rays showed the anterior cervical spine fusion plate remained in place and there was a spinal stimulator transducer in place. The preoperative diagnosis before the removal of the battery pack was erosion of the neurostimulator battery. Medical records reported there was necrosis of the battery pouch and extrusion of the battery pack. There was cellulitis and abscess in the buttock. The patient had myalgia and myositis, unspecified. At that time pain was noted to be within defined limits. It was previously reported that the explant date was (B)(6) 2013. However, medical records showed that it should be corrected to (B)(6) 2013. Operative records confirmed only the battery pack was removed. There was debridement and packing of the wound. The following day records report the patient was feeling good and there was no post-op nausea or vomiting. The dressing was dry and intact, and there was no abnormal or excessive post-op bleeding. The pain was controlled. On (B)(6) 2013, an office visit note reported that the pain scale was 5/10 and there were no complications with the wound. The wound was improving with still some drainage and they continued with light packing of the wound. On (B)(6) 2014, an office visit note reported the pain scale was 7/10. There were no complications with the wound and the patient's activity level was back to pre-operative level. The wound was healed with no signs of infection. The pocket was noticeable but no fluid or ballottement present. No induration or swelling. On (B)(6) 2014, medical records reported that the staph infection in the right buttock around the battery pack had resolved. It was previously reported that ¿there was now bowel or bladder disturbance,¿ which was incorrect due to a typographical error. Medical records had reported ¿there was no bowel or bladder disturbance.¿

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer received additional information from medical records that reported that the nerve stimulator pack had shifted. She had bumped it a few times. On (B)(6) 2013 the patient presented with tenderness, soreness, and drainage around the battery site, which was in her right buttock region. There was now bowel or bladder disturbance. On (B)(6) 2013 the patient thought the wound was infected and had green drainage and tenderness. She had a right buttock lesion several months ago. It was over the sight of the battery pack. There was a hole there and she had chronic green drainage. It was noted the symptoms began 3 years ago and generally lasted 2 months. The symptoms were reported as being moderate. She had never showed this to her doctor. A fever was noted with no sweats. On (B)(6) 2013 the patient presented with mechanical complication of the device. The metal case on the nerve stimulator was coming through her skin on her right buttocks. She had had a sore for the past 6-7 months and now the case was showing. That battery pack was eroding out of the skin and exposed. 3 days later the patient was admitted for removal of the battery pack, capping of the leads, and treatment of the infected pouch, staph aureus nonresistant. The patient had been on clindamycin. The patient also had a pressure ulcer on the right buttock. The battery pack was removed and the patient was doing very well. There was just a shadow of drainage on the dressing. The patient was instructed to call the doctor if it needed to be changed and clindamycin was prescribed. It was noted that the leads were left and on (B)(6) 2014 the patient wanted it to be reactivated. The wound had been well healed with no recurrence.

Event description:
The patient had a spinal cord stimulator and battery pack implanted in 2010. The spinal cord stimulator was located adjacent to the patient¿s spine and the battery pack was located in the right flank. The two devices were connected by wire leads. The area around the battery pack subsequently developed a staph aureus infection. On (B)(6) 2013 the battery pack was removed and the patient was treated with antibiotics until the infection cleared. It was noted that prior to the (B)(6) 2013 battery pack removal procedure the doctor consulted with a company representative regarding the removal of the old battery pack. If additional information is received, a follow up report will be sent.